Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
(B)(4). The customer reported that the ac power module had failed. The ac power module was replaced under warranty which resolved the failure. As of 09/08/2010, the customer has not called back concerning this issue.